Event description:
Information received indicates that the bed exit did not alarm when the patient left the bed and as a result the patient broke their hip. The facility declined to release additional information about the description of the event or patient information.

Manufacturer narrative:
The technician investigated and found the bed functioning properly.